Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported they received emergency medical assistance due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 600 mg/dl at the time of the incident. The customer was at 151 mg/dl at the time of the call. The customer used manual injections and was given insulin drip to treat. The customer mentioned symptoms such as vomiting. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed. The insulin pump will not be returned for analysis.